Manufacturer narrative:
Neither sample or pictures were received for the analysis of this complaint that patient had experienced a high-pressure alarm and had returned during their scheduled disconnect with medication remaining. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that the patient had experienced a high-pressure alarm and had returned during their scheduled disconnect with medication remaining. Upon return, 81.5 ml had been found remaining in the pump. The site had resumed the patient's treatment upon arrival for disconnection. The air detector had been turned off, and the upstream sensor had also been off. The pump had been programmed with a volume of 138 ml at a rate of 3 ml/hr for 5fu. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. A